Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. This report for a damage set was confirmed in the lab. The assignable cause was patient intentional mis-use. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's technical service center (tsc) because caregiver (cg) was reporting a cassette that have a hole in the patient line. This was found during use, initial drain. The cg started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding leaking cassette. The cg stated that she found holes in the patient line. The patient line did not leak until the home patient (hp) was in the middle of therapy. The cg would end therapy on the cycler and start over with new supplies. The cg brought the hp to the clinic and the nurse gave the hp antibiotics as a preventative. The cg is concerned about the quality of the cassettes since she has found holes in three different lot numbers. The hp is currently continuing therapy with no issues. The cg will hold the cassette for evaluation and provided the lot number in the original report. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.